Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on this evaluation, a potential product quality issue has been identified. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that the procedure was to treat a lesion in the popliteal artery with heavy calcification and no tortuosity. The access site was the common femoral artery and it was an ultrasound puncture. Two hi-torque (ht) command 18 guide wires were used in a triaxial system and on removing the guide wires, it was noted that a small thread of black, plastic material was on the physician's glove. There was no resistance during advancement and removal. The guide wires were inspected and both had damaged polymer coating. There was no evidence of foreign material in the patient and nothing was left in the anatomy. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional ht command 18 device referenced in b5 is filed under a separate medwatch report number.